Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine visit. During follow-up, a pocket infection was discovered. The implantable cardioverter defibrillator was explanted on (B)(6) 2018 and replaced on (B)(6) 2018. The patient was stable post-procedure.